Manufacturer narrative:
Manufacturer's investigation conclusion incidental findings: ingested thrombus formations were identified in the pump's inflow extension, pump cover, and rotor. Pump thrombosis was confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the observed thrombus formations, as well as a direct correlation to the reported distal abdominal aortic thrombosis extending into the iliac arteries could not be conclusively determined. Additionally, a direct correlation between the device and the reported distal abdominal aortic thrombosis extending into the iliac arteries could not be conclusively established. (B)(6) was returned assembled with the pump cable cut approximately 12¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned for evaluation. The sealed outflow graft had been partially severed from its hardware and was returned detached from the pump cover outlet port. The sealed outflow graft bend relief was not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of the pump, tissue-like depositions were observed within the lumen of the inflow extension, the eye and vanes of the rotor, and the interior of the pump cover extending into the pump outflow. The non-laminated structure of these thrombus formations, as well as their lack of strong adherence to the pump surfaces suggested that they likely did not form within the pump and were instead ingested. The exact origin of these depositions could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, the depositions were obstructing a significant portion of the blood flow path in these locations and could have contributed to the prolonged decrease in pump flow confirmed through the retrieved log file data. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6) , revealed that the pump operated at a low flow state for approximately 15 hours before explant, which is consistent with the findings of occlusive depositions within the inflow extension, rotor eye and vanes, and pump cover. No other notable events were captured. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the depositions, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023. The pump exchange was due to a complete thrombosis of the distal abdominal aorta extending into the proximal iliac arteries bilaterally and partial thrombosis of the right internal iliac artery.